Event description:
The customer contact reported an adverse event while the device was in use. In 2007 at 1800, the device was programmed to deliver "dilaudid 300mg/30ml" with a 1mg pca dose, a 6 minute patient lockout, and an 8mg 4 hour limit. The programming was reportedly verified by four staff members and the delivery was started. The following day at 0630, the nurse noted the patient was "talking, fine, oriented." At 0715, a technician entered the room and found the patient "barely breathing & not responsive". The code team was initiated. The patient's oxygen saturation was low, "but he was breathing and never lost his blood pressure or pulse." The device was removed from clinical service. The patient was treated with narcan 0.4mg. The customer contact stated the patient, "came right out of it and was transferred to ICU. There were no reported adverse patient sequelae. After an unspecified length of time, it was noted that there "was only 19ml left in the vial, but there was a puddle on the floor". The customer contact reported that more medication was expected to be remaining in the vial; however, it was unspecified whether the puddle on the floor was from the medication vial or an unspecified IV fluid. A review of the patient record by the customer contact indicated that the "patient took at least 6 doses of medication" between 1800 and 0630. The customer contact stated "unfortunately, the way it was charted, there is no way to come to a conclusion about what happened to the patient. It is an assumption that he got too much medication." The customer contact reported there was no device malfunction or programming error noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.